Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, low reservoir and change sensor alarms. The customer stated that every time for the last 7 to 8 sensors, he would insert the sensor, input his blood glucose two hours later and receive a calibration error. He also reported inaccurate sensor versus blood glucose readings. The customer's blood glucose was 83 mg/dl and 76 mg/dl when the insulin pump showed a sensor reading of 133 mg/dl. On another occasion, the customer's blood glucose was 64 mg/dl, and the sensor reading was 126 mg/dl. The customer checked the insulin pump's alarm history and indicated that the insulin pump may not have been working due to the calibration and change sensor alarms. The customer was advised that the insulin pump would not cause the alarms. No troubleshooting was performed for the no delivery alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.